Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Product analysis: the pump has been returned and evaluated by product analysis on 06/18/2014 with the following findings: a review of the pump¿s black box revealed related rebooting events. The battery compartment was found to be cracked. The battery cap threads were found to be damaged and unable to properly secure to the pump. Rebooting was experienced during testing with the returned battery cap. Replacement of the returned battery cap with a test battery cap restored pump functionality. The pump successfully completed a prime sequence, and 24-hour exercise test without issue or alarm. No power interruptions were experienced after battery cap replacement. There was no evidence of moisture on the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. The bolus button cover was found to be damaged; no bolus button response issue was observed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a no power issue with evidence of a battery compartment crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.